Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmissions revealed that there was noise on the patient's right atrial pacemaker lead, which caused episodes of inappropriate mode switch. Lead extraction was discussed but did not occur. There were no patient consequences reported.

Event description:
Additional information: the lead was explanted and replaced on 21 may 2020 due to the oversensing. The patient was in stable condition.

Event description:
Additional information: it was noted that the lead was fractured.

Manufacturer narrative:
The reported events of lead noise and over-sensing were confirmed. As received, a complete lead was returned in one piece measuring 52.1 cm for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found an external insulation abrasion at 12.4 to 12.6 cm from the connector pin, consistent with friction to the device can exposing the outer coil. The cause of the reported events was isolated to the insulation abrasion found on the lead.